Manufacturer narrative:
The unit had an intermittent up button response due to a corroded keypad. The unit did not have any unexpected numbers ramping or scrolling during testing. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump had a keypad anomaly during a bolus. The customer's blood glucose level was 104 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.